Event description:
Pt with extracorporeal membrane oxygenation via axillary cannulation (B)(6) 2018. On (B)(6) 2018 pt developed sudden swelling of the right upper anterior chest with drop in blood pressure after being turned in bed. Code efforts were unsuccessful and the pt was pronounced dead.